Event description:
It was reported that a user experienced difficulty connecting a dexcom g7 sensor to the ilet, with the sensor remaining in pairing mode and the ilet not displaying alerts while troubleshooting was underway. Symptoms included no adverse clinical effects. Outcomes included restoration of glucose data display on the ilet after guided troubleshooting, including toggling the cgm selection between dexcom g6 and g7 and reconnecting the sensor. Investigation included customer service troubleshooting and user-guided reconnection steps. Investigation of this case revealed transient communication or pairing disruption between the cgm sensor and the ilet that resolved with configuration toggling and reconnection, with no device alarms and no ongoing malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use-related or transient connectivity interference.